Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted. The motor error alarmed during basic occlusion test due to faulty force sensor. The motor passed motor test. We were unable to perform the excessive no delivery test due to motor error alarm. The insulin pump was received with scratched lcd window, cracked on reservoir tube lip, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery, motor error and button error. Customer's blood glucose was 180mg/dl. Customer stated they were able to rewind the insulin pump. The motor error alarm occurred more than once. Customer stated the alarm occurred during basal and bolus. Customer stated it was resolved with a set change. Customer is unable to troubleshoot.